Manufacturer narrative:
(B)(4). The customer returned one dilator for evaluation. The dilator body was slightly curved. The tip of the dilator was examined and found to be misshapen with some white stress marks being visible, likely caused by contact with the patient and/or spring wire guide. The body of the dilator and the inner diameter of the dilator tip were measured and found to be within specification. A device history record (DHR) review was performed and no relevant manufacturing issues were identified. The customer reported issue of the dilator tip being damaged was confirmed during the sample investigation. The tip of the dilator was found to be misshapen, indicative of interaction with the spring wire guide and patient. A DHR review was performed and no relevant findings were identified. Based on the information provided and the condition of the returned sample the probable cause of this issue is operational context.

Event description:
The customer alleges that the dilator tip part was split during insertion. The md used a new device without issue.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the dilator tip part was split during insertion.the md used a new device without issue.